Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 69 mg/dl; cause was unknown. Customer consumed a sandwich, juice and was treated with intravenous fluids of saline to address the bg level. Customer was discharged the same day ((B)(6) 2024) with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.